Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton where they were able to verify the reported issue. It was found that when the cable was manipulated, the image would freeze and show static intermittently. It was also found that the camera lens was damaged and missing pieces. Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 30-jun-2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). The glidescope operations and maintenance manual (omm) also states, "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Although the root cause could not be determined, it is likely that the age of the device, three (3) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. The customer indicated the procedure was completed with another glidescope avl video baton 3-4; however, the amount of time it took to prepare the second device was not known. No harm to the patient or user was reported.